Event description:
The customer reported that the system made a popping sound and then shut off without user input. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The candle sticks were cleaned and regreased and the filaments were calibrated. The system was tested and operates as intended.